Manufacturer narrative:
Based on the new information received, other serious is being removed.

Event description:
On (B)(6) 2014, the aci distributor reported the following additional information: the stick location was confirmed by ultrasound to be at the common femoral artery. The hematoma was noted to be <6 cm in size.

Event description:
The following information was reported by the aci (B)(4): on wednesday, (B)(6) 2014, a mynx ace 6f/7f vascular closure device was used to close a femoral access puncture on an (B)(6) year old patient with diseased arteries. A hematoma developed following the close requiring over 40 minutes of manual compression, followed by a femostop. I (aci (B)(4)) talked the physician through every step of the deployment and there was no issue with the technique.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.